Manufacturer narrative:
(B)(4). Concomitant medical products: item# 010000589, lot# 638350, comp rvrs 25mm bsplt ha+adptr; item# ep-115393, lot# 018040, e1 44-36 std hmrl brng; item# 115310, lot# 056390, comp rvrs shldr glnsp std 36mm; item# 115370, lot# 661780, comp rvs tray co 44mm; item# 113633, lot# 904900, comp primary stem 13mm mini; item# 115396, lot# unknown, comp rvs cntrl 6.5x30mm st/rst; item# 180552, lot# unknown, comp lk scr 3.5hex 4.75x25 st; item# 180553, lot# unknown, comp lk scr 3.5hex 4.75x30 st; item# 180551, lot# unknown, comp lk scr 3.5hex 4.75x20 st. Reported event was confirmed by review of operative records which states that no complications with the implants were noted during the revision. Heterotopic ossification was removed, and the revision occurred without complication. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmerbiomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03720, 0001825034-2019-03721, 0001822565-2019-03567.

Event description:
It was reported patient underwent a revision procedure approximately eight months post-implantation due to pain and limited range of motion. Heterotopic ossification was removed, and the revision occurred without complication.